Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7289 implantable cardioverter defibrillator (ICD) (B)(6) 2008, 4193 left ventricular (lv) lead (B)(6) 2004. (B)(4).

Event description:
Follow up results indicated the lead was capped and replaced due to failure to capture and high thresholds.

Event description:
It was reported the atrial lead was determined unusable. The lead was capped and replaced. Follow attempts have revealed no further information regarding the reason the lead was determined unusable. No patient complications were reported as a result of this event.